Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose levels 555mg/dl. Customer¿s current blood glucose was 555 mg/dl. Customer¿s blood glucose was 124 at the time of incident. Customer was treated with insulin pump. Customer¿s blood glucose was decreased from 330 to 350 mg/dl. Customer¿s mother assisted for troubleshooting for high blood glucose. Customer state that there was no leak or air bubbles. Cannula was bent. The insulin pump will not be return for analysis.